Manufacturer narrative:
The device was returned and evaluated. Due to the state in which the device was received, functional testing could not be performed. Disassembly of the device showed burn marks 1/4 of an inch from the needle tip and a slight bend in the needle. It appears that mechanical stress on the device lead to friction and local heat during operation.

Event description:
During a procedure with the tenex system, the physician noticed a burning odor coming from inside the treatment area. The device was removed and showed burned marks on the tip of the device, but no skin burn was observed on the patient.